Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent act, up and down buttons response due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.